Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The noise appeared to be due to minute ventilation/respiratory sensor oversensing. There were no out of range impedance measurements observed. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.